Event description:
The facility's biomed reported an infusion pump with a failure code 715:00. Despite baxter's attempt to obtain additional information, none has been obtained regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.